Event description:
Biomed (xxx) with (B)(6) hospital (xxx) said vent was on patient and not plugged in. After a while the vent turned off and did not work.

Event description:
Biomed (xxx) with doctor's hospital (xxx) said vent was on patient and not plugged in. After a while the vent turned off and did not work.